Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached the explant indicator back in (B)(6) 2021. The device had reached a battery capacity depleted (bcd) status. A changeout procedure was performed and during it, the physician had difficulties when trying to remove the device from the patient's body. When the device was out, the header was found to be almost detached from it. Additionally, during lead evaluation, shock impedance measurements were found to be high out of range. The physician opted to continue using this right ventricular (rv) lead and monitor the patient. No adverse patient effects were reported.